Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states there was a kink in the tubing or a bent cannula that caused the high blood glucose levels. The customer's blood glucose level at the time of incident was over 500mg/dl. Troubleshooting was conducted. The customer was advised on proper insertion techniques and insertion sties. The customer will monitor the device and call back if issues persist.